Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt's dosage of lioresal was decreased from 2100mcg/day to 1720mcg/day after a surgical catheter revision (see manufacturer #3004209178-2010-02067). The pt "started to overdose" and was then unresponsive. The hcp programmed the pump to the minimum rate. Additional information has been requested, a follow-up report will be sent if additional information becomes available.